Event description:
After an implantation period of approx. 155 months, ventricular oversensing was reported.

Manufacturer narrative:
In the returned state, the lead had been cut through 21 and 55 cm distal of the is-1 connector pin. A proximal, medial, and distal lead fragment were available for analysis. An explantation set was located within the medial fragment, and a thread had been tied onto this fragment. The returned fragments were thoroughly analyzed. The analysis found multiple signs of abrasion along the lead body. Especially 23 cm distal of the is-1 connector pin, the insulation of the conductor leading to the ring electrode was found to be frayed. This damage is with high probability the cause of the clinical complaint. The position and kind of the frayings are characteristic for massive mechanical stress of the lead due to strong pressure onto the ICD housing with simultaneous friction at it. In addition, cuts were found in the lead body during the investigation 55 cm distal of the is-1 connector pin and 8 cm proximal of the tip electrode. These are probably a result of the extraction process. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.